Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a pump error 38 alarm-¿no motor movement or negligible movement. Retries to free a stuck motor failed¿. Troubleshooting was performed and found that the error occurred during the basal. The customer was able to clear the alarm successfully and pump rewind was completed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Pump passed the self test. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thump. Pump error 38 alarm was recorded and found in the formatted history file on: 01/02/2024 19:57:30.000, 01/02/2024 19:58:48.000, 01/02/2024 19:59:29.000, 01/02/2024 20:00:04.000, 01/02/2024 20:03:22.000, 01/02/2024 20:05:14.000, 01/02/2024 20:06:10.000, 01/02/2024 20:13:14.000, 01/02/2024 20:15:58.000, 01/02/2024 20:17:41.000, 01/02/2024 20:18:55.000, 01/02/2024 20:19:41.000, 01/02/2024 20:24:28.000, 01/02/2024 20:25:08.000, 01/02/2024 20:31:40.000, 01/02/2024 20:32:51.000, 01/02/2024 20:41:40.000, 01/02/2024 20:42:34.000, 01/02/2024 20:44:07.000, 02/13/2024 09:54:22.000. No pump error 37, 39, 41, 42, 43, 79, 80, 82 and 130 alarm in the formatted history file noted. Pump was cut open to perform visual inspection and found a corroded motor home switch. No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor and vibrator assembly noted. A test motor was used and continued rewind test. The pump rewind, load reservoir and no reservoir detected alarms properly. The pump rewinds successfully. The pump passed the rewind test. In conclusion, the pump had a constant pump error 38 alarm during the rewind test was due to a corroded motor home switch. Please see below for pump errors/alarms noted 2 days prior to the event date 03-jan-2024 in the formatted history file.  Insert battery alarm was recorded and found in the formatted history file on: 01/02/2024 20:24:05.000, 01/02/2024 20:43:31.000, 01/03/2024 13:00:40.000, 01/03/2024 13:10:00.000, 01/03/2024 13:30:31.000. Power loss alarm was recorded and found in the formatted history file on: 01/03/2024 13:30:43.000, 01/03/2024 13:30:51.000, 01/03/2024 13:33:12.000, 01/03/2024 13:33:20.000. Pump error 23 alarm was recorded and found in the formatted history file on: 01/03/2024 13:11:04.000, 01/03/2024 13:21:00.000, 01/03/2024 13:30:52.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. A constant pump error 38 alarm during the rewind test was confirmed due to a corroded motor home s. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.